Event description:
Same case as MFR #: 2134265-2014-04397. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 2.0/17/15 leveen superslim electrode and a rf3000 radiofrequency generator. After ablating the lesion with this device for 5min 30sec, the impedance showed the high value, but the device failed to roll off. An error code was displayed, but cannot be recalled by the user. It was further noted that the physician moved the needle during use resulting in a rise and fall of the impedance value and a change in the output. Roll-off was eventually achieved and the user indicated this likely occurred due to moving the tip of the needle while ablating. There were no patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).